Event description:
**Update** (B)(4) 2013-litigation papers received alleging that the patient suffers from various metallic elements in blood. There is no new information that would change the investigational results.

Event description:
Litigation papers allege the patient is seeking legal action in regard to the asr hip implant. There is no additional information available at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/10/2014- sales rep reported revision surgery for right hip. Patient was revised to address pain and elevated metal ion levels. Part numbers provided for right hip. There is no new additional information that would affect the investigation. This complaint was updated on: 03/20/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.